Manufacturer narrative:
Correction: d1, d4: model #, d4: catalogue, d4: unique identifier (UDI) #, and h4. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bottom two air bladders on the progressa bed were not inflating properly which allegedly worsened a preexisting stage 4 sacral pressure injury. When a patient is on the bed, ¿the bladders move sideways¿ which creates ¿a large dip in the mattress¿. The wound reportedly had been ¿healing¿; however, due to the ¿dip¿ in the mattress the severity of the wound worsened which caused bone to be exposed. The patient required surgical debridement and continued to receive unspecified medical treatment. No further information was available at the time of this report.

Manufacturer narrative:
D4: unique identifier (UDI) #: the manufacturing date (11) is not known at this time; therefore, the UDI number only will contain the device identifier (01) and serial number (21). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 h7, h9, and h11. H11: the device was received for evaluation. A nonconformance has been opened to address this issue. In the field investigation, it is alleged that bottom two air bladders on the head section are not inflating properly and when the patient is put on the bed. Furthermore, the bladders move sideways, and it makes a large dip in the mattress when the patient is laying in. Additionally, the bladders are not fully inflated. The cause of the condition is due to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.